Event description:
A home peritoneal dialysis nurse reported that a pt received an overfill of solution during pt's first treatment at home. During fill 1, the fill volume was incrementing slowly. The lower valve box was also noted to be cycling continuously. The pt complained of "belly ache" and the nurse noticed that the two 5 liter bags appeared 1/2 empty. The pt was drained and the estimated drain volume was 3,500-4,000 ml. Pt's prescribed fill volume was 1,300 ml. There was no serious injury or illness.